Event description:
Shock was the admitting diagnosis, complicated by hypokalemia. Potassium supplements were electronically ordered as 20 meq p.o. B.i.d., with parameter to be held if potassium was above 4.7 mg percent. Despite the seru, potassium being over that threshold, the potassium supplement was administered by the pharmacist and nurse for 3 doses, resulting in a life threatening potassium blood level. The part of the order listing the parameter was several lines from the main order, and was missed by all healthcare professionals providing care to that patient. The design flaw resulted in the error.